Event description:
The ventilator allegedly started on fire where the pigtail meets the battery cable connection. It was reported that the wheelchair supplier improved an electric connection from the battery to the ventilator using a cable, and battery not supplied/approved by cardinal health/pulmonetic systems. No reported harm to the patient.